Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name and email address unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming, the device was leaking from the filter. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned. Functional and visual testing were performed. During the functional testing it was detected that the distilled water passed through the sample without difficulty, no leaks were detected during the test. The reporter's problem was not confirmed. The root cause is unknown due to no problem found. A device history record could not be completed as no lot number was received.